Manufacturer narrative:
Insulin pump received with severely cracked and bleeding lcd glass, broken off and missing end cap, cracked case, broken reservoir tube lip, minor scratched lcd window, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks. No further information reported.